Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that the vascular stent could not be deployed in the hepatic vein. Another device of the same brand and size was used to complete the procedure successfully. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. The stent was found to be partially released. A force transmitting component was found to be broken inside the grip indicating the presence of high release force. The breakage of this component made stent deployment with the "thumbwheel" and the "fast track deployment lever" method impossible. During sample evaluation, stent deployment by using the "rapid deployment ring" method was also impossible. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or a challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. The reported application represents an off-label use of the device which is considered another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." Furthermore, the IFU indicates that the device is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries. The reported stent placement in the hepatic vein represents an off-label use of the device.